Event description:
Customer's mother (customer is a child) reported that on (B)(6) 2013 customer received erratic readings from her adc blood glucose meter. Caller reported receiving readings of "hi" (a reading greater than 27.8 mmol/l or 500 mg/dl) and 5.0 mmol/l (90 mg/dl) within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death or serious injury associated with this event.

Manufacturer narrative:
This is a combined initial/final report. The meter has been returned and an investigation utilizing the returned meter and test strips and retained control solution has determined the complaint is not confirmed. All results were within range specification and no errors were observed during control solution testing. A review of the meter's internal memory log revealed the date/time of the meter had not been set to the correct date, so it is impossible to verify if the readings were obtained at the time they were reportedly received. All pertinent information available to abbott diabetes care has been submitted.